Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented remotely to the clinic via merlin.net transmission. Transmissions showed that the patient's pacemaker exhibited oversensing. No intervention or patient condition was reported.